Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that there was a frayed cable and jaw damage with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece was missing, confirming that a fragment detached from the instrument and was not returned with the device. Additionally, the grip base was found broken and missing. Additional related observation: the instrument was also found to have a broken conductor wire due to and damaged grip tip. The instrument failed the electrical continuity test confirming a complete break in the wire. To clarify, there were no grip cables. The complaint was confirmed by failure analysis. The common causes of the broken molded insulator and broken conductor wire may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause of the missing and broken grip based could not be determined based on failure analysis results. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.